Event description:
It was reported that the superion indirect decompression implant patient was experiencing a worsening of symptoms. The patient underwent an explant procedure to remove the implant as they required a more invasive procedure. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.